Event description:
Index surgery: (B)(6) 2017. Revision due to patient fall. Patient reported a fall and then pain in shoulder. X-rays revealed dislocation and an assumed disassociated liner. Upon open revision, liner was found to be disassociated. A new liner of the same size was impacted.

Manufacturer narrative:
The revision reported was likely the result of a patient fall, which led to dislocation of the join and disassociation of the humeral liner from the adapter tray.